Event description:
Subsequent information from the local field representative indicated that, upon opening up the pocket, it was noted that the lead was tied subcutaneously to the epidermis at a strange angle. Once the sutures were removed, the kink in the lead was out. There were no visible fractures. The physician decided to put a pace/sense lead in for redundancy. There were no adverse patient effects.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed two episodes of noise which lead to oversensing and diverted therapy attempts. A lead fracture was suspected. During a routine pulse generator (pg) changeout, a lead revision was performed. A new pace/sense lead was implanted and the high voltage portion of this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.